Manufacturer narrative:
Date of report : 11feb2019, date rec¿d by MFR : 08feb2019. Additional information was received that the customer replaced the defective o2 cell to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported low tidal volume, high bpm (beats per minute) and no oxygen. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.